Manufacturer narrative:
Event date was not reported and was estimated based on aware date.

Event description:
It was reported that there was a device related thrombus. Around one year ago the patient underwent a left atrial appendage (laa) closure procedure. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no reported complications that occurred. The patient did fine following the procedure. The patient came in for their one year follow up procedure. The transesophageal echocardiogram images showed that there was a thrombus on the face of the closure device. The physician put the patient back on coumadin for a few months to treat the thrombus. There were no other patient complications and the case is ongoing.